Manufacturer narrative:
Correction: h6: conclusion code

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed no anomalies. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned catheter was connected to a tactisys unit, with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing, and no leaks were detected. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The tactisys log files were analyzed and indicated that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The event description indicated ablations were performed with an rf power of 35w to 40w. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop;¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and subsequent pericardial effusion remain unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a steam pop and subsequent pericardial effusion occurred. The ablation catheter was introduced into the left atrium and noise was noted on ablation distal unipolar. Radiofrequency (rf) ablation was continued at the pulmonary veins and posterior wall in a box lesion set, and on several occasions it was noted that the baseline impedance before ablation was too high. During rf ablation, the temperature began to rise with power ranging from 35w to 40w, and steam pop was noted near the base of the left atrial appendage. At that time, rf was stopped to assess patient stability. The patient remained stable, and the procedure continued. Near the end of the procedure, a pericardial effusion was noted via ice. A pericardiocentesis was performed to stabilize the patient and the patient was transferred to the ICU. Per the physician, the unipolar noise, high baseline impedance, and the temperature rise contributed to adverse event.